Manufacturer narrative:
(B)(4). Device evaluation summary: the actual device was returned as a dispensed needle/suture of product code sxpp1a301, lot mgk933 for analysis. During the inspection visual of the sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were observed; no defects or damaged on the barbs were noted. However, the two sides of the fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. A manufacturing record evaluation was performed for the finished device and no non-conformance were identified.

Event description:
It was reported that the patient underwent an unknown orthopedic procedure on (B)(6) 2019 and barbed suture was used. The fixation tab broke off during use. There were no adverse patient consequences reported. The analysis of the suture noted no defects or damaged on the barbs were noted and the two sides of the fixation tab were broken.